Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Same case as MFR#: 2134265-2009-03304, 2134265-2009-03305. It was reported that during a percutaneous transluminal coronary angioplasty (ptca), three balloon ruptures occurred. The 95% stenosed lesion being treated was located in the non-tortuous, severely calcified proximal left anterior descending (lad) artery. During the procedure, a maverick2 balloon burst at 18 atm, a quantum maverick balloon burst at 12 atm, and a quantum maverick balloon burst at 14 atm, due to calcification. The number of inflations and to what atms for each balloon are unk. No pt complications were reported. Pt status reported as "stable."